Event description:
Customer's husband reported hospitalization due to high blood glucose. The blood glucose reading is 512 mg/dl. Customer treated with a manual injection. Customer was ill causing the blood glucose to increase. The blood glucose reading dropped to 312 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.